Manufacturer narrative:
Patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity s hiv ag/ab results for one donor on (B)(6) 2021. The following data was provided: sid (B)(6), initial result on (B)(4) = (B)(6), repeats = (B)(6), additional testing on other alinity s ((B)(4)) using a backup tube = (B)(6), western blot = (B)(6). New sample collected: sid (B)(6), initial result on (B)(4) = (B)(6), repeat on (B)(4) = (B)(6), nat = (B)(6). Additional donor testing: on (B)(6) 2021, sid (B)(6), result on (B)(4) = (B)(6), nat = (B)(6). On (B)(6) 2021, sid (B)(6), result = (B)(6), nat = (B)(6). The customer provided data for three additional samples that generated (B)(6) results: on (B)(6) 2021, sid (B)(6), initial result on (B)(4) = (B)(6), repeats on (B)(4) = (B)(6), nat = (B)(6), confirmatory = (B)(6), new donation was (B)(6). On (B)(6) 2021, sid (B)(6), initial result on (B)(4) = (B)(6), repeats (B)(4) = (B)(6), nat = (B)(6), confirmatory = (B)(6), new donation was (B)(6). On (B)(6) 2021, sid (B)(6), initial result on (B)(4) = (B)(6), repeats on (B)(4) = (B)(6), confirmatory = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, field data review, and in-house specificity testing. Additionally, return testing was performed on the returned patient sample. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lots 27259be00, 26436be00, and 24562be00. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of the alinity s hiv ag/ab combo reagents was reviewed using field data from customers. The reactive rate performance of the three lots observed at biolife sc is within product requirements and comparable to the peers and other analyzed reagent lots. Further, across peer sites including and excluding biolife sc, the irr, rrr and specificity observed for lots 24562be00, 26436be00 and 27259be00 are within product requirements. The overall monthly reactive rates by customer and instrument were found to be comparable between biolife sites and their peers. To evaluate clinical specificity of alinity s hiv ag/ab combo reagent, ln 6p01-60, lots 24562be00, 26436be00 and 27259be00, retained reagent kits were used to test 220 panel members of a human negative population panel. The specificity panel met specifications and no false reactive results were obtained. Further additional replicates of the negative control were tested which all met specifications. In this case, there were false reactive results for ten specific donor samples while using the alinity s hiv ag/ab combo reagent, list number (ln) 6p01-60, lots 24562be00, 26436be00 and 27259be00. Supplemental nat testing resulted non-reactive for all samples while immunoblots were negative for eight samples and indeterminate for two samples. Hiv-2 testing was performed for at least three of the samples and resulted negative. Further, for three repeat donors the previous and a subsequent draw were non-reactive while for the remaining seven first time donors the subsequent draws were non-reactive. Sample ID 21ctxi3131 (re-labeled as 21tstk0337) was returned for the investigation. Further, the customer provided detailed medical histories for the affected donors. Alinity s hiv ag/ab combo testing was completed in-house to evaluate return sample ID 21ctxi3131 (re-labeled as 21tstk0337). This testing included visual inspection as well as alinity s testing following different centrifugation set-ups. The thawed sample pre-centrifugation was clear without any visible hemolysis. However, the sample contained a fibrin clot pre-centrifugation which precipitated as pellet. The sample was centrifuged at the same centrifugation condition (32040 g-minutes) as applied at biolife social circle and the result obtained was 0.09 s/co. Subsequently the sample was vortexed and centrifuged again, this time at maximum-allowed centrifugation speed per package insert (75000 g-minutes) with a very similar result of 0.08 s/co. As at each applied centrifugation condition a nonreactive result was obtained for sid 21ctxi3131 (re-labeled as 21tstk0337), the customer¿s observation of repeat reactive results was not reproduced. A technical review of alinity s instrument and sid data was performed to evaluate for potential carryover events as contributing factor to the complaint issue. The reviewed data does not suggest that carryover took place for any of the analyzed sids. A detailed donor history for all affected donors was evaluated for commonalities. This donor history did encompass information about recent vaccinations, drug usage/medication, and information about the general medical condition. The donor history evaluation did not identify a commonality or a potential cause for the observed false reactive results associated with these specific donors. An induction heater profile review was also performed to evaluate a potential induction heater (ih) malfunction as a contributing factor to the complaint issue. The review did not identify a correlation between reactive results and ih errors. Based on the investigation the alinity s hiv ag/ab combo reagent is performing as intended as all obtained reactive rates for the likely cause lots are within product requirements. No systemic issue or deficiency of the alinity s hiv ag/ab assay for lot numbers 27259be00, 26436be00, and 24562be00 was identified.